Event description:
As reported the patient had recalibration on (B)(6) 206 due to the site suspected inaccuracy in sensor readings. Edwards ihfm r&d completed a review of the event found no post calibration flags noted, the pressure adjustments decreased by 5.275mmhg and were within the fluid filled levels of agreement.

Manufacturer narrative:
The investigation remains ongoing at this time. Additional information will be submitted in a follow up report within 30 days of receipt.

Manufacturer narrative:
The following sections were updated/corrected/added: a1, b4, g3, g6, h2, h6, and h11. H2: the patient elected to undergo a sensor recalibration via right heart catheterization due to suspected sensor inaccuracy. Suspected sensor inaccuracy or sensor drift is the gradual deviation in pressure readings over time. In this case, the sensor was not returned for evaluation as it remains implanted. The device history record (DHR) for the sensor lot was reviewed, and it was confirmed that no relevant nonconformances were associated with the sensor lot at the time of manufacture. On (B)(6) 2026 (529 days from implant), the patient underwent a right heart catheterization (rhc) recalibration. The offset determined during the recalibration fell inside the fluid-filled reference measurement error range, thereby confirming that the sensor was performing as expected. As a result, the reported event was not confirmed. The product instructions for use were reviewed and note that edwards monitors sensor performance over time. When analysis suggests anomalous sensor performance, recalibration using the rhc procedure may be required. If anomalous data is confirmed through the internal monitoring program, edwards will notify the site. The instructions for use further state that when anomalous readings are suspected, corrective recalibration using the rhc procedure may be necessary based on the review of all available information, there is no indication of a design or manufacturing related cause for the event and no further corrective or preventative action is required at this time.